Manufacturer narrative:
Engineering evaluation of the retnd. Used mc100 was performed. The mc100 was disassembled and the internal componentry evaluated. The results recorded the silicone plug was stuck to the spike; the spike was "dimpled" and the silicone plug was cored. The report documented these component damages are typical of access with a male luer that has an inside diameter smaller than 0.062". The returned pkgd./unused mc100 was tested to the applicable product specifications. The results recorded no performance issues, component defects and or any out of spec. Conditions. The unused mc100 was than accessed/mated to the retnd. Smiths medical mx448l60 ext.set. The results recorded upon removing the smiths medical mx448l60 ext.set male luer the mc100 connectors components were damaged/cored same damages seen on the returned used mc100. Findings: the reported product issue was confirmed and replicated. Visual analysis of the used mc100 connector identified various component damages. The root causes of the component damages were attributable to use of incompatible mating and access device. The evaluation of the returned unused mc100 and the smiths medical mx448l60 extension sets replicated the component damages/incompatibility. The microclave directions for use (dfu) states dimensional requirements that the connector should only be accessed with an iso complaint male luer with an inside diameter between 0.062" and 0.110".

Event description:
Complaint received reporting recessed silicone/reset issue with use of mc100 microclave clear connector, lot# 2792643 and smith medical mx448l60 smallbore syringe pump set. It was reported that "when the IV tubing was taken off, plunger in microclave did not pop back out." There were no reported adverse patient consequences and or outcomes. Device return: one used mc100 and one pkgd mc100 2792643; three pkgd. Mx448l60 sets. Visual inspection and analysis pre/post decontamination was performed. The results recorded the used mc100 silicone plug was recessed and residual blood noted in between the plug and the body. There were no other visual abnormalities noted with the remaining packaged samples. Dimensional analysis of the retnd smiths medical mx448l60 ext. Sets recorded the device sets male luer ID measured 0.054" which does not meet the mc100 labeled compatibility requirements of 0.062" - 0.110".